Manufacturer narrative:
Method: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results: review of the device history record revealed no deviations associated with the nature of this complaint. Based on the information reported, the event appeared to be unrelated to the device. Lifecell reported this event due to the patient's death. Lifecell is attempting to obtain additional information from the medical center.

Event description:
A female with a history of myocardial infarction, underwent 7 hour repair of massive incisional and hiatal hernia. Patient died within 24 hours of surgical procedure. There was no autopsy performed.